Event description:
The users reported false alarms including false asystole alarms while in the monitoring mode. No adverse pt impact was reported.

Manufacturer narrative:
The users reported false alarms including false asystole alarms while in the monitoring mode. No adverse pt impact was reported. Philips reviewed the event files. The users selected a poor ECG lead upon which to monitor. The lead was low in amplitude without easily discernable r-waves. This issue is consistent with a use issue related to lead selection, and the user increasing the gain to resolve the issue when a change in the lead selection is required. Info was sent to the clinical application specialist to share with the customer. We are considering this a user error regarding lead selection and no malfunction.